Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported a skin irritation under the lifevest. The skin irritation was described as itchy. The patient was given hydrocortisone cream. The patient reports a skin allergy. Follow up was completed and the skin irritation was improved.